Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation could was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information availability h6: adverse event problem component codes ¿ additional information

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).